Event description:
A customer contacted beckman coulter inc. (Bci) regarding a visible yellow puddle towards the back of the unicel dxc 600 pro synchron chemistry analyzer. The back of the instrument was leaking waste. No injury was reported for this event. There was no exposure to the leakage.

Manufacturer narrative:
A field service engineer (fse) was dispatched and repaired the waste line on the analyzer.